Manufacturer narrative:
Product ID 3888-56 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2010 product typ lead, product ID 37752 serial# (B)(4) product typ recharger, product ID 37743 serial# (B)(4) product typ programmer, patient, product ID 37082-40 serial# (B)(4) product typ extension, product ID 37082-40 serial# (B)(4) product typ extension, product ID 3708120 serial# (B)(4) product typ extension, product ID 3708120 serial# (B)(4) product typ extension, product ID 3487a-56 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2010 product typ lead. (B)(4).

Event description:
It was reported the patient had an intestinal infection and blood clot after a replacement surgery on (B)(6) 2011. See MFR report # 3004209178-2010-02949 for info about the replacement surgery. Additional information has been requested, a follow-up report will be sent if additional information becomes available.